Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported button error. The blood glucose reading is over 600 mg/dl. Insulin pump was exposed to urine. Nurse stated that the paramedics will be call due to the high blood glucose. Customer was thirsty and tired. Customer will be transported the hospital. The insulin pump will be replaced. Nothing further reported.